Manufacturer narrative:
Review of the DHR found to discrepancy for this lot. Lot qty. Was 9 pieces released to stock in 11/2009. There were no images provided for review. A review of records found no other complaints have been reported for this product code to date. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
On (B) (6) 2009, c2-c7 instrumentation was done with mountaineer for the patient with cp. External fixation was done with halo vest for three months after the surgery. After that, two screws in c7 were found broken. Another surgery is planned to expand the instrumentation to thoracic vertebra. As surgical intervention may occur, an MDR is being filed to document this event.